Manufacturer narrative:
The 11.5f st hemo-cath catheter was returned for evaluation. A functional test of the device was performed by clamping the distal end of the lumen just proximal to the side holes. The device was flushed through the venous luer, no leaks were noted. When flushed through the arterial luer a leak was noted ~0.1 cm from the hub. Under magnification the hole appears to be a slice and not a tear, indicating it was cut with a sharp instrument such as scissors, scalpel or punctured with a needle. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: *do not use sharp instruments near the extension lines or tubing. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter removed due to blood leak and no longer functioning. During removal the catheter was noted to have a hole at the base of the hub.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.